Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the lead was explanted due to infection. The patient was stable. No other information was available.

Manufacturer narrative:
Correction: section d6a - date of implant should be blank rather then (B)(6) 2024 for section d6b - date of explant should be (B)(6) 2024 rather then blank.

Event description:
Additional information received indicated that the patient presented in the clinic with sepsis. The physician did not make any claim that the infection was related to the abbott system.